Event description:
Healthcare professional reports: on (B)(6) 2010 protime system inr results 2.7. On (B)(6) 2010 ca7000 system inr result 5.0. Patient therapeutic range <3.0 inr. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). Manufacturer conclusion is pending investigation completion.